Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8711, lot# j11478r55, implanted:(B)(6) 2003, product type: catheter. (B)(4).

Event description:
Information was received from the manufacturing representative , regarding a female patient receiving and unknown intrathecal medication via an implantable infusion pump. The indication for use of the device remains unknown. It was reported that the patient was electing to have the pump surgically repositioned from the left to the right abdomen, as the patient sleeps on the side the pump is on and has discomfort when sleeping. The surgery was planned for (B)(6) 2015. The patient outcome remained unknown at the time of this event; if additional information is received this report will be updated.